Event description:
Pt to go back on ECMO pump. Flushed with normosol then primed with fresh frozen plasma and packed red blood cells. After the flush, the filter is clamped off before the blood for prime is to be added - standard procedure. With this pt, the filter was not clamped off until 5-10 min after the blood products had been passed through the circuit at a rate of 200 cc/min. The filter was then clamped off. (It is estimated time to the filter being clamped.) Filter specifications include 5-0 micron at a rate of 6 liters per min.

Event description:
Additional info received from MFR on 8/7/00: as of july 31st the customer has returned the ecmotherm heat exchanger and not the pre-bypass filter used in the circuit during the reported incident. Final analysis of the returned unit indicates that the unit did not contribute to the hemolysis of the pt's blood. MFR has not yet initiated any changes to either device at this time. The instructions for use of the pre-bypass filter indicate that the device is not to be used with cellular fluids. This labeling is also included on the device itself.